Event description:
The patient reported feeling the device palpitating, feeling a ¿hic¿. The patient stated that some programming changes had been made but the feeling had started again. Follow up was conducted and indicated that the patient had been experiencing left ventricular (lv) lead stimulation. The patient was seen twice after the date of the report. Programming changes were done at both office visits to alleviate the stimulation. The lv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5076-45 lead implanted: (B)(6) 2008. A 6947-58 lead, implanted (B)(6) 2008. (B)(4).